Event description:
Co rep reports that during a shoulder procedure metal filings from the drill guides went into the joint space and could not be retrieved. The procedure was concluded successfully without further incident.